Manufacturer narrative:
It was originally reported to the manufacturer on (B)(6) 2019 that the gauze component was identified to be shredding and that the reporting facility was concerned that gauze material may lint into a surgical site. On (B)(6) 2019, the manufacturer received a medwatch (mw5083299) indicating that during an unidentified procedure, gauze material was actually found to have linted into the surgical site. It was not identified how the gauze component was being used at the time of the incident. Reportedly, the gauze material was removed from the surgical site with forceps. The patient was under general anesthesia at the time of the incident. The patient did not require additional anesthesia to complete the unidentified procedure. There was no impact or adverse effect to the patient, the patient's stability, or to the unidentified procedure in relation to the reported incident. The sample involved in the reported incident was returned to the manufacturer for evaluation. The gauze was balled up and appeared to have been opened all the way. Gauze that is opened past the second fold will have its edges exposed and is more susceptible to fraying. User error was identified to have caused and/or contributed to the reported product issue. Due to the need for medical intervention to remove the gauze material from the surgical site, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that during an unidentified procedure, gauze material was identified in the surgical site.